Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. The user's blood glucose (bg) level was 244 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user primed the tubing to remove the air and resumed insulin delivery.